Event description:
This event was reported as mitral regurgitation, congestive heart failure, malfunctioning porcine mitral valve, pulmonary hypertension and cardiomegaly; no further information was provided.